Manufacturer narrative:
The device was not returned for evaluation. Evaluation of photos provided confirmed an electrical short occurred. The root cause could not be determined from the available information. All devices must meet quality requirements and manufacturing specifications prior to release. The device meets requirements for electrical and safety standards as outlined in the user guide. The user guide contains a precaution to verify the fluid warmer and power cord show no sign of external damage prior to use. It warns to plug the warmer into a properly grounded outlet and describes connection for the power cord from a grounded power outlet to the back of the warmer. Per the user guide proper electrical hookup in full compliance with all applicable codes and device specifications must be maintained. Details of the electrical connections or during use are unknown. UDI: (B)(4).

Event description:
A report was received on 28 mar 2025 from the biomedical technician of a critical care facility that stated the fluid warmer sustained fire damage, date unspecified. Additional information was received on 14 apr 2025 from the biomedical technician who stated that there was no injury reported.